Event description:
Customer called to report a fluid leak of approximately 2 cubic centimeters in front of the coulter lh780 hematology analyzer, originating from the needle bellows. Customer also stated that the instrument had been experiencing vacuum issues and no differential (diff) results were obtained. The field service engineer (fse) inspected the instrument and found that the needle bellows and the rinse cup were not draining. The fse replaced the broken pinch valve (pv) at pv53a, which prevented the bellows, probe wipe and rinse cup from draining. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause is attributed to a broken pinch valve pv53a, which prevented the bellows, probe wipe, and rinse cup from draining. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).